Manufacturer narrative:
Insulin pump received with error 38 during rewind due to corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported that they were unable to clear the alarm. Customer reported insulin pump did require rewind. Customer unable to complete rewind. Customer stated that the insulin pump was exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.